Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One opened 8fr angio-seal vip device was received for product evaluation. The arteriotomy locator, hemostasis sheath, sealed polyfoil pouch with carrier tube assembly, guide wire was received along with the header bag. Visual inspection revealed no visual anomalies. The hemostasis sheath and dilator were subjected to microscopic analysis and no deformations or kinks were found along the length of the shafts. The carrier tube assembly was not used and returned sealed. Based on the returned device, the complaint cannot be confirmed for kinked hemostasis sheath or locator. The sheath was microscopically analyzed, and no anomalies were noted. Based on the available information, the exact cause of the event cannot be determined. Carrier tube assembly was not even opened. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Date of birth - year provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was kinked. The right radial artery was punctured, and the sheath was inserted. The results of coronary angiography showed lm plaque. Lad 6#100% occlusive; no abnormality was observed in lcx; no abnormalities were found in rca. The guide catheter was not allowed to enter. Puncture the right femoral artery and place the 6fr sheath. A stent was implanted. After the operation, the physician prepared to use angio-seal to seal the puncture. After exchange the sheath, complete blood vessel positioning. When the angio-seal device was inserted into the sheath, the physician found that the device was kinked. He changed a new one and finished the operation. There was no patient injury, medical/surgical intervention required. The patient's condition was stable. Additional information was received on (B)(6) 2020. A pre-deployment angiogram was performed.